Event description:
His rv lead was implanted in (B)(6) 2013 and still remains implanted at this time. On (B)(6) 2017, far field r-waves on ventricular pacing was observed. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).